Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unresponsive keypad. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated that screen is harder to read due to discoloration. The customer also reported that insulin pup had both rewind and prime are louder at times. The customer also stated that insulin pump had unexplained non delivery alarms and motor error alarm. The insulin pump will not be returned for analysis.